Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser went into stand by mode on its own. There was no error message displayed. Timing of the event and patient impact is unknown. Additional information has been requested but not received.

Manufacturer narrative:
Based on information further of information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction / incident. (B)(4).